Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel well and experienced heart failure symptoms. It was further reported that the right atrial (ra) lead exhibited under-sensing of p waves which led to loss of biventricular pacing. The lead will be reprogrammed and turned off. No further patient complications have been reported as a result of this event.